Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported discomfort with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (date not reported) it is unknown if the patient was reimplanted with a new device during the same surgery.